Event description:
A primary tkr occurred on (B) (6), 2006. A revision occurred on (B) (6), 2010 due to pain and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.